Manufacturer narrative:
Additional information : two (2) samples were received for evaluation with the aluminum foil peeled. A visual inspection was performed with the naked eye noted that sponges were fully separated from each of the two (2) caps. The reported condition was verified. The direct cause of the condition was determined to be mishandling during distribution. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sponges were found separated from two (2) minicaps. This was identified prior to use. There was no patient involvement. No additional information is available.